Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01, implantable pulse generator, (B)(6) 2013. (B)(4).

Event description:
It was reported that within one day of implant, the ventricular lead had positional lead instability. The lead was explanted and replaced. No patient complications have been reported as a result of this event.